Event description:
It was reported that the customer passed away. It was stated that the customer was found unresponsive by the police and paramedics in her home. It was stated that the customer had intracranial bleed, seizures, acute respiratory failure and diabetes. The caller believes that the customer was wearing the insulin pump at time of death. The caller stated that she does not have any idea where the insulin pump is at this point, and they do not have even obtained the customer's clothes from the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.